Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # cp0001003, adapter, lot # 522250. Item # 178512, nut, lot # 487740. Item # 178738, sleeve, lot # 285220. Item # 178530, pin, lot # 813920. Item # 178361, spdl with pins, lot # unk.

Event description:
It was reported that a patient underwent a revision surgery approximately 1 month post implantation due to periprosthetic fracture around the standard line of the anchor plug. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed with the review of radiographs. Review of the x-rays identified the following: there is an oblique fracture involving the mid diaphysis of the left femur. No other evidence for hardware failure or loosening. Abnormal appearance of the femur with cortical thickening and irregularity is of uncertain etiology but unchanged since the prior study. A pathologic fracture related to the process within the medullary cavity cannot be excluded. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.